Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was attempted to be implanted within the bile duct on (B)(6) 2012, during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of neoplasia within the distal bile duct and papilla. The patient's anatomy was dilated prior to stent placement and it was reported to not be tortuous. No visible issues were noted with the delivery system. During the procedure, an ercp was performed without any issues. Following the ercp, the physician accessed the bile duct using a guidewire and advanced the stent over the wire into the target lesion. The physician attempted to deploy the stent; however, there was tension on the catheter and the stent could not be deployed. Several attempts were made to deploy the stent; however, they were unsuccessful. Therefore, the physician withdrew the device from the patient and completed with the procedure with a different device. Outside of the patient, the physician noted that the delivery system was in "bad condition." It was confirmed that there were no rips or separations in the catheter or outer sheath. Reportedly, the delivery system was unable to release any part of the stent as there was "a stretching of the pod of the catheter in the stent proximal section." There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the outer sheath is detached at the guidewire access port, this is now a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was kinked just proximal to the mounted stent. The outer sheath was detached at the guidewire access port. The inner shaft was kinked and twisted in this area. During a functional analysis, the stent was unable to be deployed due to the break in the outer sheath. The shaft was dissected proximal to the guidewire access port and the inner shaft and stent were withdrawn. The compressed area of the inner shaft was kinked at several locations proximal to the yellow inner jacket. In addition, the inner shaft was kinked at several locations distal to the yellow inner jacket. No issues were noted with the deployed stent. No issues were noted with the movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.